Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and the alarm history showed multiple consecutive call service alarms occurring on the reported failure date on (B)(6) 2014. The pump booted with audio, vibration and a fully illuminated display screen. Product analysis was able to load the micro processor with a new software code. The pump was opened and evaluated and there were no visible defects found to the pcb. Product analysis was unable to duplicate reported complaint of a blank screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the pump was blank after a reboot. The reporter stated that the pump had audio and vibrations but a blank display and that the issue was not improved with a battery change. The reporter denied damage to the pump and moisture exposure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.